Manufacturer narrative:
Patient was revised to address a mal-positioned cup (anteverted), which was causing impingement, pain, and subluxation. Doi (B)(6) 2010 - dor (B)(6) 2012 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. The patients activity level was the only information obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised to address loose asr cup. Update: (B)(6) 2011 - litigation papers allege pt has suffered past and future pain and suffering; past and future medical bills; past and future disability; and loss of normal life. It is also alleged the pt could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood work. Femoral head added to complaint.